Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his inflatable penile prosthesis (ipp) removed and replaced with an ambicor penile prosthesis. The patient status following this surgery was stable. It was further reported that the reason for this surgery was due to a failed implant. The patient symptoms associated with this is the patient is unable to get an erection. The explanted device will not be returned for evaluation since it was sent to pathology.